Event description:
Case involved eccentric calcified lesion in mid lad. Lesion was pre-dilated with 2.75x10 nc sprinter. Cutting balloon was used in preparation of lesion. A resolute integrity 3.0x30mm was deployed . The stent was post dilated with a 3.5x12mm nc sprinter, first inflation to 20atm for 12 sec and second inflation at 22atm for 15sec when balloon ruptured. Product was retrieved through guide catheter. It was noted that the circumflex was occluded and patient was sent to surgery for bypass.

Manufacturer narrative:
Evaluation results: failure to follow instructions-device inflated above rated burst pressure. Patient¿s condition affected effectiveness of device-eccentric calcified lesion. Evaluation conclusion: user error contributed to event-device inflated above rated burst pressure. Patient¿s condition affected effectiveness of device-eccentric calcified lesion. No device returned for evaluation.

Event description:
An attempt was made to use a nc sprinter balloon balloon catheter in a patient for post dilatation. The balloon was inflated to 14 atm. First inflation may have been followed by a second inflation to 18atm. However, it as reported that the balloon rupture and detached form the delivery system in the left main. It was reported that the patient had to be sent to surgery for an emergency CABG to retrieve the balloon material. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. (B)(4).